Manufacturer narrative:
The hospital biomed will replace the ez change valve assembly. The customer contact reports there is no patient information available.

Event description:
The hospital reported that, during a case, the co2 level was higher than expected. There was no reported patient injury.